Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The provided imagery revealed the patient had calcification and tortuosity present in the right access vessel. The presence of calcification within the access vessel can create a constrained condition and likely contributed to difficulty inserting the sheath into the patient. Tortuosity may result in a non-coaxial insertion, further contributing to sheath/delivery system insertion difficulties. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the resistance when advancing the delivery system into the esheath. A product risk assessment (pra) was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. For the complaint of sheath liner torn and sheath liner strand, as there was no note of abnormalities during device preparation, it is unlikely that the damaged sheath was an issue out of box. The liner tear and strand likely occurred due to excessive device manipulation during advancement of delivery system. As the delivery system was likely manipulated to overcome the observed resistance during device advancement, it may have resulted in valve strut interaction with the sheath liner, leading to the observed liner tear and strand. As such, available information suggests that procedural factors (excessive manipulation, valve caught on liner) may have contributed to the complaint event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action, nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a thv territory manager that during a transfemoral tavr, there was resistance between the valve/ commander delivery system and the 14fr esheath. The 26mm sapien 3 ultra valve exited through the side of the esheath during insertion. As reported, the physician felt extra resistance when advancing the system into the esheath, so the team panned down the fluoroscopy and visualized the commander catheter outside of the esheath in the abdominal aorta. The valve externalized within the esheath at mid sheath. It was in the distal aorta at this point. The team was able to pull it back into the sheath and removed the entire system together. Upon removal, it was decided to use a 16fr esheath, in case the removal of the valve might have increased the arteriotomy site. A new 26 mm s3u valve and delivery system was used and the valve was implanted successfully. There were no complications with this case and the patient had a good result with plans to be discharged on the following day. There was no frame damage observed on the valve. The devices are not available for return. Per the images of the devices provided, a liner strand was observed on the esheath.